Event description:
It was reported on 06/15/2015 that their programming system was not staying on despite charging. It is not known if the programming system is charging properly. The handheld along with the serial cable and power supply and software were received for analysis on 07/06/2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the handheld was completed and approved on (B)(4) 2015. An analysis was performed on the returned handheld and it was found that the main battery was unable to power the handheld for more than a minute. Also during the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Product analysis for the software was completed and approved on (B)(4) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.